Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator for measuring esophageal pressure (pes) only, the patient required no ventilation during pes. The pes was about 20cmh2o at expiration and 30cmh2o at inspiration phase. The patient does not have any esophageal abnormality. There was no reported patient harm or injury.